Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the left anterior descending artery. A 3.5x19mm rx graftmaster covered stent failed to cross due to resistance with the anatomy. The perforation was successfully treated with a 3.5x12mm xience sierra stent. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.